Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheterization set for evaluation. No signs of use were observed on the returned device. Visual inspection of the device revealed offset coils near the distal end of the guide wire. The customer report indicates the damage was encountered after the user attempted to test the device. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. The offset coils measured 2mm from the distal weld. The guide wire length from the handle to the distal tip measured 4 5/8", (B)(4). The guide wire outer diameter measured 0.384mm, (B)(4). Functional inspection of the guide wire was performed per the product IFU which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When reference mark on clear feed tube coincides with edge of internal cylinder of actuating lever tip of spring-wire guide is located at needle tip." The guide wire was fully advanced through the needle cannula with no resistance. R & d has been consulted for customer complaints of this nature and they indicated that this failure mode (for this product) is currently under further investigation. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring wire guide damage." The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire contained offset coils near the distal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. A CAPA was initiated based on a recent trend for guide wire/needle resistance and the resulting damage to the guide wire. The CAPA investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (april-july 2021) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "the physician found the spring wire guide was kinked at the 0.4cm away from the tip after the physician felt a resistance between the swg and the catheter during preparation prior to use on a patient." No patient involvement with device was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the physician found the spring wire guide was kinked at the 0.4cm away from the tip after the physician felt a resistance between the swg and the catheter during preparation prior to use on a patient." No patient involvement with device was reported.